Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a scratched lcd lens, peeled dso seal, and a missing battery door. There was no evidence of the reported problem in the device's event history log. Functional tests were performed. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period., corrected data: health effects corrected.

Event description:
It was reported that the pump would not stay powered even with a good battery. The device indicated that the battery was unusable. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.